Event description:
The lay user/pt contacted lifescan (lfs) alleging an apply sample message on their one touch ultralink meter. The pt mentioned that after applying the blood correctly on the test strip, the meter would display an apply sample icon. The meter is not a new product (out of box). The pt did not exhibit any symptoms or seek any medical attention due to the alleged issue. Customer care advocate (cca) tried on 2 different vials and issue persisted. Meter was replaced. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it, and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.